Event description:
It was reported that the fx minirail was used successfully, but during removal, the integrated wire pulled out of the tip. The device was removed as a single unit. There were no pt effects reported. The analysis of the device, which revealed that the tip of the device was separated and missing and a piece of the integrated wire was missing. It is unk where the missing pieces are; therefore, it is possible that they remain in the pt.